Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.PMA / 510(k) #: k011369, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plastic ring broke off of the bd ultrasafe passive¿ x-series needle guard syringe. This caused leakage and caused the patient to miss the dose. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Batch is unknown. It should be noted that tests performed by bd tatabánya during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the plastic ring broke off of the bd ultrasafe passive¿ x-series needle guard syringe. This caused leakage and caused the patient to miss the dose. No serious injury or medical intervention was reported.